Event description:
On (B)(6) 2011 the (B)(4) notified our (B)(4) affiliate by fax that an eye care professional (ecp) submitted a medical device safety information report to the (B)(4). The report revealed that the pt developed corneal ulcer and secondary iritis od. The details of the report are as follows. On (B)(6) 2011 the pt experienced pain and redness in the right eye (od). On (B)(6) 2011 the pt was seen at the reporting ecp's clinic complaining of those symptoms and was diagnosed with a corneal ulcer and secondary iritis. The pt had been wearing 1-day acuvue define contact lenses for 3 to 4 years and purchasing lenses on the internet. An associate from our (B)(4) affiliate met with the reporting ecp on (B)(6) 2011. The ecp noted that when the pt was examined on (B)(6) 2011, the pt had two, 1 mm corneal lesions; one at 7:30 and one at 8 o'clock, in the inferior cornea. The lesions were cultured and the culture results were negative. The ecp noted redness and 1+ anterior chamber cells. The pt's corrected va was 1.2 ou (20/20+). The pt was treated with curettage of the lesions and the pt was prescribed cravit 6xday and mydrin-p qid. The ecp noted redness and a "conjunctival epithelial disorder" in the left eye (os) which was considered mild. The pt returned to the clinic on (B)(6) 2011 and the condition remained unchanged. The pt returned on (B)(6) 2011 and the redness and inflammation resolved and the pt's condition improved. The pt's va was 1.2 ou and the treatments were continued. The pt was instructed to return to the clinic but failed to do so. The ecp did not know if the pt was complaint with the recommended wear schedule. The ecp said the pt did not know that it was necessary to have annual eye exams. The ecp said the pt discarded the suspect lens and no additional product information is available. No additional information is expected. (B)(4).

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.